Manufacturer narrative:
This article was found during a recent literature search of this device. The device is an unknown vista brite tip guiding catheter and the catalog and lot numbers are not available. From, a. M., gulati, r., prasad, a., & rihal, c. S. (2010). Sheathless transradial intervention using standard guide catheters. Catheterization and cardiovascular interventions, 76(7), 911-916. Doi:10.1002/ccd.22742. As reported in the publication by from et al sheathless transradial intervention using standard guide catheters, catheterization and cardiovascular interventions 76:911¿916 (2010); a 7f vista brite tip guide catheter (gc) was used during a percutaneous coronary intervention (pci), that resulted in a small nonclinically significant dissection after rotational atherectomy. The target lesion was the first diagonal branch and the indication for pci was stable angina. The access site was the right radial artery. After the rotational atherectomy, a balloon dilatation of the target lesion was performed and resulted in a small vessel dissection within the lesion of interest. This was covered with a stent. The patient was asymptomatic and dismissed in good health after one night of observation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided, and without the return of the devices for analysis or procedural films, the reported events could not be confirmed and the exact root cause could not be determined. However, dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Arterial dissection of the carotid arteries occurs when a small tear forms in the innermost lining of the arterial wall. Blood is then able to enter the space between the inner and outer layers of the vessel, causing narrowing (stenosis) or complete occlusion. The rotational atherectomy procedure can disrupt the vessel plaque and intima. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the publication by from et al sheathless transradial intervention using standard guide catheters, catheterization and cardiovascular interventions 76:911¿916 (2010); a 7f vista brite tip guiding catheter was used during a percutaneous coronary intervention (pci), that resulted in a small nonclinically significant dissection after rotational atherectomy. The target lesion was the first diagonal branch and the indication for pci was stable angina. The access site was the right radial artery. After the rotational atherectomy, a balloon dilatation of the target lesion was performed and resulted in a small vessel dissection within the lesion of interest. This was covered with a stent. The patient was asymptomatic and dismissed in good health after one night of observation.